Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in with this report. (B)(4).

Event description:
The customer was unsure if the insulin pump was working but did not specify over delivery. The customer wanted to check if the insulin pump was working.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. The customer used food to treat the low. The customer started having lows since they started a new diet. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.